Event description:
It was reported that the patient was no longer able to hear anything through her speech processor. Initially it was thought that the problem had resolved itself however the symptoms recurred within a day or two. The patient was seen in the clinic in 2007 and all external components were exchanged. In the programming software no audible sensation was elicited at levels close to or above previous mcl's. Some soft sensation was produced at reportedly high levels. No useable audition was possible. No spurious or untoward sensations reported. Testing showed that the device was functioning within specification. The patient is reported to have gained weight recently, possibly due to medication, leading to concerns regarding the skin-flap thickness. Surgery under general anaesthetic to thin the skin-flap was carried out in 2008. During the surgery, interoperative testing was carried out and it was consistent with a normally functioning internal device, about to deliver stimulus pulses with the coil in situ post-skin-flap thinning. Furthermore this suggests a high likelihood that the previously reported problems were due to the increased thickness of the skin-flap.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report. Testing will be carried out to confirm that the patient is able to hear again.